Event description:
Results of technical investigation: charger with power adapter was returned for investigation. Observed melted part near the power adapter outlet connecter area. The outlet connecter was not attached to the charger returned, thus cannot validate the condition of the outlet connector. There was no issue found with the charger, fully functional with no short circuit observed with x-ray imaging. Melted part on connector appears to be caused by an external heat source and did not eminate from the power adapter. The condition of the power outlet or the condition of the power adapter outlet connector, are most likely the reason why heat was generated that caused the melting of the power adapter.

Event description:
In this event, user's charger adapter overheated and melted. There was no injury or property damage reported. Flame retardand material on the charger housing, charger adapter and cord sleeve, prevents from burning.